Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had an error and energy halted message for a c-00 error on the screen. Technical support engineer (tse) reviewed system logs and found error c-33. Tse had customer restart the erbe with no change. Site brought in a 3rd party generator to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: to resolve the issue a third party erbe was used to complete the case. The procedure was completed robotically. There was no injury to the patient. There was no impact on the use of arms. The generator was exchanged out prior to the start of the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical generator unit (iesu) was analyzed and found the reported c-33 error was confirmed through system logs and replicated during testing, with c-00 also logged later. A related visual issue was noted. The unit will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates high frequency voltage measurement value too high in on state.

Event description:
Refer to h11 for follow-up information.